Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was in the hospital for chest pain, shortness of breath, wheezing, elevated temperature and chronic obstructive pulmonary disease (copd). The rep checked with the hcp who does not believe the hospitalization and the associated symptoms are related to the device/therapy. The doctor reported the patient was having involuntary movements with their legs in the evening that had been occurring for some time; the exact date of onset was not provided. The patient's doctor wanted to make sure the ins programming was not the source of the leg movements. The rep met with the patient when they were in the hospital, and the patient told them that they had not used the ins for "some time". The rep had attempted to interrogate the ins with the physician programmer, and they determined the ins was in overdischarge. The cause of the overdischarge remain unknown and it could not be determined if this overdischarge was the 2nd or 3rd overdischarge. It was also unknown when the patient was last able to recharge the ins. The cause of the involuntary leg movements was unknown but is believed to be unrelated to the device/therapy. It was also reported that due to the patient's health concerns, the patient was not interested in exploring recovery of their device/therapy. It was noted the hcp had no further information to provide at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.